Event description:
It was reported that the patient had an x-ray that confirmed that, the catheter was disconnected from the pump. The pump was turned down the lowest dose, but is still running. No patient symptoms were reported. The patient's family had not been able to speak with the treating physician yet, and was concerned about possible overdose. The family was redirected to speak with the hcp regarding their concerns. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.